Event description:
Patient was implanted in 1996 with a egs tube graft. The patient was explanted in 2001 due to abdominal aortic aneurysm with endoleak. A procedure was performed requiring removal and replacement of the abdominal aortic aneurysm involving renal arteries as tube graft with excision of endograft.